Event description:
It was reported a routine poly swap, no issues. A 13 ps poly exchange to ts poly insert (16mm).

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.